Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The reported patient effect(s) of thrombus and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported thrombosis/ thrombus and angina, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was used to treat a de novo lesion in the right coronary artery (rca) with mild tortuosity. The 2.75x33mm xience sierra stent was implanted; however, 2 hours after the procedure stent thrombosis was observed due to angina. Angiography was done to confirm thrombosis. Another stent was implanted and the procedure was completed. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.